Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced stuck button and damage on the insulin pump. The customer's blood glucose value was unknown. The customer stated that they were sitting on the couch watching a movie with friend and noticed a crack on the middle button. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.